Event description:
It was reported that the patient had a dehiscence over one of the leads and the physician had to suture it. There was no infection, and the patient was doing well postoperatively. Additional information was received that the patient began to have drainage from a small pinhole and was subsequently seen at wound care. Over the course of several months, the hole enlarged to approximately two to three millimeter. The underlying lead wire was exposed and the patient underwent a procedure wherein the suture tac was moved and replaced on the deep fascia. The suture tac was fastened and the lead to the fascia layer. The patient was also given antibiotics.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days before the surgery. Additional suspect medical device component involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(4). Batch: 7071337.

Event description:
It was reported that the patient had a dehiscence over one of the leads and the physician had to suture it. The patient was doing well postoperatively.

Event description:
It was reported that the patient had a dehiscence over one of the leads and the physician had to suture it. There was no infection, and the patient was doing well postoperatively. Additional information was received that the patient began to have drainage from a small pinhole and was subsequently seen at wound care. Over the course of several months, the hole enlarged to approximately two to three millimeter. The underlying lead wire was exposed and the patient underwent a procedure wherein the suture tac was moved and replaced on the deep fascia. The suture tac was fastened and the lead to the fascial layer. The patient was also given antibiotics. Additional information was received that the patient had complained of numbness in the left leg which the physician wanted to try and address. The patient underwent a procedure wherein the percutaneous leads were replaced. The patient was having great relief postoperatively, and the explanted leads will not be returned.